Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and the right ventricular lead exhibited an insulation anomaly. The leads were successfully explanted and replaced. The patient was in stable condition post surgery.